Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to remain inflated. Replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The btt was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Signs of blood was observed to be on and in the tunnel of the btt device. The valve was returned attached to the short port. There were no visual failures observed. The btt was evaluated for mechanical use. No improper flow was observed when the flow of air was passed by a syringe full of air through the insufflation port. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device did not passed the inflation test, it does not retain inflation and bubbles were observed under submersion. An engineering evaluation was conducted to identify the root cause of the failure. The root cause of the event has been identified as the valve is leaking because the adhesive may have a gap/crack which is where the air is escaping from. There were no tears identified on the silicone balloon. The opening exhibited smooth sides with no removal of material and no tearing. No other failures were observed. Based on the received condition of the device, the reported failure for "inflation issue" was confirmed. The DHR for the btt subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. A leak test and insufflation test was conducted for the btt. There were no non-conformities observed. A retraining was conducted due to the valve leakage: the adhesive may have a gap/crack which is where the air is escaping from.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to remain inflated. Replacement device was used to complete the procedure. The hospital did not report any patient effects.